Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. UDI (di): (B)(4).

Event description:
It was reported the patient experienced constant pain at the ipg pocket site that radiated to her lower left back. Surgical intervention was undertaken on (B)(6) 2017 and the ipg was relocated to the patient's abdomen.